Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverters defibrillator (ICD) was post paced t-wave over-sensing (pptwos) and far r-wave over-sensing (frwos). The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable in condition.

Event description:
Additional information received indicated the patient presented remotely via merlin.net with additional episodes of post paced t-wave over-sensing (pptwos) noted on the implantable cardioverters defibrillator (ICD). Further information was requested but not received.